Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter. The impedance of the smartablate exceeded the maximum value and ablation was stopped. As it was reproducible, the catheter was checked and a clot adhesion was confirmed. Clot was adherent to the distal side. Timing was 10 minutes after right pulmonary vein (rpv) ablation. It was found that the cause was that the smartablate template selection had not been made and the setting was ¿4mm non-irrigation catheter¿. The thermocool smarttouch sf catheter was replaced to another new one and the procedure was continued after setting the smartablate for smarttouch sf. The procedure was completed without complications. No patient consequence was observed. The device evaluation was completed on 03-dec-2024. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly. In addition, a microscopic inspection of the irrigation holes were performed, and thrombus was observed partially occluding the dome. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since the thrombus was observed partially occluding the irrigation holes, this failure could be related also to the high impedance issue; therefore, the customer complaint was confirmed. The potential cause of the occlusion could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-nov-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and a clot issue was observed. The impedance of the smartablate exceeded the maximum value and ablation was stopped. As it was reproducible, the catheter was checked and a clot adhesion was confirmed. Clot was adherent to the distal side. Timing was 10 minutes after right pulmonary vein (rpv) ablation. It was found that the cause was that the smartablate template selection had not been made and the setting was ¿4mm non-irrigation catheter¿. The thermocool smarttouch sf catheter was replaced to another new one and the procedure was continued after setting the smartablate for smarttouch sf. The procedure was completed without complications. No patient consequence was observed. Each ablation time did not exceed 120 seconds. Overall ablation time was 30-45 seconds/ablation for this procedure. The average contact force value did not exceed 40 g. The irrigation settings were outside the setting. It was set at 4 mm, and the flow rate was 2 mm/min. The pre rf time and post rf time settings were outside the specified range. The setting was 4mm, so it was 0sec. The power setting was 30-35w. Additional information was received. The clot was located on the tip electrode distal side. The generator was set to power control mode. Impedance cut-off: 250o. The temperature was not noted. The noted impedance was 250o over and power was 35w. The irrigation rate used was outside of those prescribed as 2ml/min only as the setting was ¿4mm non-irrigation catheter¿. The pump was not switching from ¿low¿ to ¿high¿ flow during ablation as the setting was ¿4mm non-irrigation catheter¿. No issues were found related to temperature and flow on the catheter. The patient was anticoagulated and act around 300sec. Heparinized normal saline was used. The clot issue was assessed as MDR reportable. The impedance issue was assessed as non MDR reportable. Since the user-defined cut-off was exceeded and ablation was stopped, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).